Event description:
Suspicion of novopen 4 malfunction [device malfunction], incorrect dose administrate by device [incorrect dose administered by device], uncontrolled diabetes [diabetes mellitus inadequate control]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a pharmacist from (B)(6), concerns a (B)(6) female patient, who was treated with novopen 4 (insulin delivery device) and novorapid penfill (fast acting insulin aspart) and experienced "uncontrolled diabetes", "incorrect dose administrate by device" and "suspicion of novopen 4 malfunction" from (B)(6) 2013. Patient height: not reported. Medical history includes type 1 diabetes mellitus since 2012. The patient had reportedly been taking novopen 4 and novorapid penfill both from an unknown date. The novopen 4 (silver) was bought in (B)(6) 2013. On an unknown date in (B)(6) 2013, the patient experienced uncontrolled diabetes while using novopen 4 along with novorapid penfill (both hyperglycemia and hypoglycemia were reported). The patient also suspected novopen 4 malfunction. It was also reported that the patient was not administered with the correct dose. It was reported, that the glycemic results or hba1c results are not available. Action taken with the suspected products was not reported. The overall outcome of the events was reported as unknown.

Manufacturer narrative:
The suspected products were returned for investigation with following results: novorapid: visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing, it was possible to deliver preparation from the cartridge. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Novopen 4: use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. Company comment: follow up is pending with regards to the use of the device and other relevant information for the case.